Manufacturer narrative:
Complaint not confirmed. The device was returned free of damage and was found to meet dimensional specifications. A likely cause of dissociation is improper and/or incomplete mating of the taperlock feature due to interference from surrounding tissue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the prostheses failed about 2,5 month after surgery. Initial surgery was successfully completed on (B)(6) 2019 and patient was released to rehab. About 2.5 month after surgery, the glenosphere of the prostheses became luxated because patient was leaning on his arms. As a consequence of the luxation, the prostheses had to be changed in a revision surgery. Revision surgery was performed on (B)(6) 2019. No further information had been made available. Further questions asked. Update 17-oct-2019: patient is an elderly lady ((B)(6) years). No trauma reported. According to the hospital she was compliant to the post op guidelines. Xrays have been taken but not been made available by the hospital.